Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported single leaflet device attachment (slda). The recurrent mitral regurgitation (mr) and subsequent dyspnea appear to be due to procedural condition of the slda. Mr and dyspnea are listed in the instructions for use (IFU) as known possible complications associated with the mitraclip procedures. The reported hospitalization was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report incomplete coaptation and recurrent mitral regurgitation it was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and an enlarged atrium. Two clips were implanted, reducing mr to a grade of 1-2. On (B)(6) 2023, the patient returned to the hospital due to shortness of breath. Transthoracic echocardiogram (tte) was performed and the physician believed that one of the clips had detached from one leaflet. Mr had increased to a grade of 4 as well. On (B)(6) 2023, transesophageal echocardiogram (tee) was performed. It was observed that one of the implanted clips had detached from posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). No additional information was provided.